Event description:
It was reported to ge that a pt rec'd a burn when using a torso array coil. The cable was positioned between the legs and was not touching the pt when moved into the magnet. During the scan, the pt reportedly rec'd a burn on the calf, approx 1 inch by 5 inches. The burn reportedly blistered and ruptured. The pt was seen by the emergency room where the burn was cleaned and treated with antibiotics. The burn had the corrugated texture of the cable.